Event description:
The facility's biomed reported the device came from clinical use with a note stating at 1800 a 1000ml bag of unknown fluid was programmed to infuse at a rate of 125ml/hr. At 0100, only 400ml had infused from the bag leaving 600ml left to infuse. Initial contact with the account revealed there have been no incident reports filed on this device since the last baxter service event. Despite baxter's efforts to obtain additional information regarding the date the report occurred, the medication involved, pump programming and set-up information, specific patient details, tubing product code and lot number being used, medical intervention and patient injury, no further information was available. Alternate contact information was requested but no alternate contact was identified.